Manufacturer narrative:
The medical center in (B)(6) discarded the impella. No investigation and hemolysis testing was possible. Further clinical details and data logs have not been returned due to covid hospital access. At this time no root cause determination is possible. Should more details be made possible, that lead to the definitive root cause, attributed to the use of impella, a final report will be filed.

Event description:
A patient was admitted in (B)(6) suffering from an acute myocardial infarction. The patient had an intra-aortic balloon pump (iabp) placed when the coronary arteries were evaluated and determination made that the patient needed bypass (CABG) done to perfuse the heart. When the patient's condition continued to deteriorate, the care was escalated to an impella cp. The cp supported the patient for 5 days. During the 5 days there were signs of hemolysis and limb ischemia. The limb ischemia was bilaterally observed, both in the impella limb and ECMO cannulated legs. To treat the hemolysis the team administered haptoglobin. To treat the limb ischemia external bypass was placed. When the patient went to the or for the CABG, the impella cp was explanted and care was escalated to the impella 5.0.